Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that while attempting to insert the 511sd in the sub xiphoid position the surgeon stated that the red activation button would not lock down. The surgeon was given a new 511sd which worked well and the case continued without incident. There was no consequence to the pt.